Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the active exhalation control module was found to be broken. Damage consistent with the device being dropped was observed. The device's active exhalation control module was replaced to address the issue.